Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical services and reported that sparks were coming from the power cord and the liberty select cycler made noises during the fill and dwell phases from the prior night's treatment. The patient also reported feeling an electrical current. The patient had decided to cancel treatment and disconnect from the cycler. The patient performed manual exchange to complete treatment. The fresenius technical support representative advised the patient to discontinue use of the cycler and issued a replacement cycler to the patient. It was confirmed during follow-up with the patient's peritoneal dialysis registered nurse (pdrn) that the patient did not experience an adverse event, serious injury, or require medical intervention. The pdrn also stated that there was no burning smell, melting, smoke, spark, or flame reported to the clinic. The pdrn stated the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported events. The cycler was returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Correction: b3, d10.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door, on the safety clamp, and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed the catch-post hipot test, the patient hipot test, and the current leakage test while using the power cord returned with the cycler. An (as-received) 11500ml treatment-based ccpd simulated treatment was performed and completed without failures. The sound (noise) emitted from the cycler during the test treatment was normal. The cycler underwent and passed a system air leak test, a valve actuation test, a patient pressure sensor calibration check, a mushroom head check, and load cell verification test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no evidence of a shock was present. The reported issue could not be confirmed nor could its cause be determined. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical services and reported that sparks were coming from the power cord and the liberty select cycler made noises during the fill and dwell phases from the prior night's treatment. The patient also reported feeling an electrical current. The patient had decided to cancel treatment and disconnect from the cycler. The patient performed manual exchange to complete treatment. The fresenius technical support representative advised the patient to discontinue use of the cycler and issued a replacement cycler to the patient. It was confirmed during follow-up with the patient's peritoneal dialysis registered nurse (pdrn) that the patient did not experience an adverse event, serious injury, or require medical intervention. The pdrn also stated that there was no burning smell, melting, smoke, spark, or flame reported to the clinic. The pdrn stated the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported events. The cycler was returned to the manufacturer for a physical evaluation.